Event description:
It was reported that the system 5800 would not initialize and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. All circuit boards were reseated and cabling made secure. All software was reloaded. Found calibration files were corrupt. Reloaded calibration files from floppy disk. The system was tested and found to be working as intended and placed back into service.